Event description:
Customer reported low blood glucose of 41 mg/dl; she treated with glucose tablets. Customer stated she was up early and didn't eat and that may have caused the low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.